Event description:
A morbidly obese patient (~(B)(6) kg) lying on a arjo ab citadel plus bariatric bed was found on the floor, but did not remember how she fell to the ground. The patient was uninjured. The arjo ab citadel plus bariatric bed is rated to hold 1,150 pounds. Pictures of the bed were taken and was picked up by rental company.